Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported patient effect of dyspnea appears to be a cascading effect of the recurrent mr and the recurrent mr appears to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A nt (lot: 31025r1112) was implanted lateral and an ntw (lot: 0 was implanted medial, reducing mr to grade 2. There were no issues with implantation. On (B)(6) 2024, the patient returned with dyspnea. An echocardiogram was performed and recurrent mr grade 4 secondary to detachment of the nt clip from the posterior leaflet was observed. On (B)(6) 2024, xtw (lot 40620a2043) was placed successfully reducing mr to grade 2-3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.